Manufacturer narrative:
Microvention determined that the issue was confirmed to be isolated to this small lot and was due to a human error. The products are manufactured in tightly controlled environment, the product bioburden level is regularly monitored and kept at very low level. Awareness training has been performed to the personnel involved in the incident. Two other scepter xc balloons from the same lot were sent to the same customer (total of three devices). The reports have been submitted as MFR report # 2032493-2017-00175 and MFR report # 2032493-2017-00176. There are no other scepter xc balloons with this lot number that exist in the field.

Event description:
It was identified that a scepter xc balloon was inadvertently missed from the terminal sterilization process and shipped to a customer. The physician was immediately notified. The balloon was used in a patient that was classified as hh4 (hunt and hess scale) who was undergoing treatment for a ruptured aneurysm. The balloon was first used to place coils inside the aneurysm sac (balloon remodeling technique) and then to deliver an acclino flex stent at the neck of the aneurysm. The patient was being treated with a broad-spectrum antibiotic (tazobac) for pneumonia prior to procedure. Currently, the patient is still intubated. The patient is being closely monitored by the physician, no additional complications or changes in blood count observed at this point.